Event description:
It was reported that a balloon burst occurred. The 85% stenosed, 40mmx2.8mm target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon burst. The device was removed from the patient without intervention. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a flextome device - 10/2.50mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The 85% stenosed, 40mmx2.8mm target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst and device was removed without any intervention. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.